Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer saw an air bubble in the luer lock. The bubble cleared and another one formed. The customer's blood glucose (bg) level was 310 mg/dl. A pump system check was performed. The cartridge and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer was to change the pump supplies and deliver a bolus to address the bg level.

Manufacturer narrative:
(B)(4).